Manufacturer narrative:
One sterile 9x30mm biorci-ha screw used for treatment, was returned for evaluation. Complaint stated: ¿the implant's head broke off.¿ this allegation is not consistent with the product returned. Inspection verified that this was a 9x30mm product. The head of the implant was undamaged. There is approximately 3mm distal thread material absent. The remaining distal threads had been compressed, peeled back and fractured. The distal area is chewed up which is a symptom related to entanglement with a guide wire. There was attempt to continue turning the driver after rotation had ceased. The portion returned confirmed torque was a factor. The symptoms are consistent with either unexpected one density encountered or an inadequate tunnel diameter. This is a tapered screw. The largest diameter needs to be accommodated. Interference screws recommend 1:1 screw size to tunnel size for best surface interference contact per instructions for use: ¿use an appropriate size tap to pre-tap the insertion site prior to screw insertion.¿ ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ no root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during implantation, the screw broke, the implant's head broke off. All pieces were removed. A backup device was available to complete the procedure with no delay or patient injuries.